Event description:
On (B)(6) 2012, the patient reported that on (B)(6) 2012, his wife had to call paramedics due to concerns with his low blood glucose symptoms. The patient was agitated and irrational; he did not lose consciousness. The patient's wife got him to drink a small bottle of (B)(6), but 30 minutes later, he was still having low blood glucose symptoms and so she called the paramedics. The patient's blood glucose level was 45 mg/dl when the paramedics arrived. The patient drank another bottle of (B)(6) with help from his wife. The patient's blood glucose level was 70 mg/dl an hour later and the paramedics left without taking the patient to the hospital. The patient's normal blood glucose range is 70-130 mg/dl. He stated that he starts to experience symptoms of low blood glucose when his blood glucose level drops below 55 mg/dl. The patient stated that his appetite had decreased recently, but he was still giving himself the same amount of insulin in his boluses. After this incident the patient reduced the amount he was bolusing and he did not have any further issues with low blood glucose levels. The patient's wife stated that he would not have been able to retrieve or consume the (B)(6) on his own. The infusion device was not requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. (B)(4): device was not returned to manufacturer.